Event description:
It was reported that the device triggered the elective replacement indicator (eri) and premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary #evaluation summary: the device was returned and analyzed. There were no anomalies found.

Event description:
This pacemaker was implanted in (B)(6) 2006. Eri shown in the display in 2012 (B)(6). Early battery depletion occurs within warranty. Eri is indicated on (B)(6) 2012 at 2.81v, as earlier than expected claiming to for average 6 months for last interrogation in first week of (B)(6). Rv output is under high threshold (5v at 0.15ms) before being explanted. ((B)(4)) us FDA MDR it was reported that the device triggered the elective replacement indicator (eri) and premature battery depletion was suspected. The device was explanted andreplaced. No patient complications have been reported as a result of this event.